Manufacturer narrative:
The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this patient with a 3300tfx 27mm valve, implanted for four (4) years and nine (9) months, underwent a valve-in-valve procedure due to unknown reasons. The tpvr was performed with a 9600tfx 26mm.